Manufacturer narrative:
Analysis of the bur found that visually, the spiral wrap broke. The break location corresponds to the distal end of the outer tube. The spiral wrap was twisted in on itself in a clockwise direction. The detached portion measured 0.462¿ long. The inner shaft was worn 0.63¿ from the distal face of the inner hub and the hub bushings were gouged. The wear corresponds to the proximal end of the outer tube in the front hub. The inside diameter of the distal end of the outer tube was worn through with gouging. There were biological contaminants compacted into the diamond grit. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via manufacturer representative that during endoscopic sinus surgery while drilling was performed in the nasal cavity, it seemed that force was applied and the tip of the bur broke. The tip of the bur was broken in the maxillary sinus of the nasal cavity and tip came off. The broken tip was taken out immediately by aspiration. There was a procedure delay of 10 minutes and was completed using a backup product. No broken pieces of the bur remained in the patients body. There was no patient impact.